Event description:
It was reported that the poly was revised due to an unstable knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 11mm #3 poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.